Event description:
It was reported the switch emitted sparks. Visual inspection of the internal switch components revealed that the electric cord had been pulled away from the terminal inside the switch-case, emitting sparks. We determined that this report was attributable to misuse on the part of the consumer. We have recently re-inforced this area to provide add'l protection against this type of customer misuse.